Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a yellow alarm on screen and then red alarm. Monitor then displayed not receiving data. The nurse listened for vad sounds and did not hear any, pump on indicator on system controller was not illuminated. The pt was put onto battery and still no system controller indicator light or vad sounds. The system controller was changed out and vad turned on and flows restored.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.